Event description:
It was reported that during an iliac angioplasty and stenting procedure, stent dislodgement occurred. While advancing 9.0x60x75cm express ld iliac / biliary stent through an unspecified sheath, the stent came off the balloon in the sheath. The sheath was removed to retrieve the stent, another sheath was advanced and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Event description:
It was further reported that while advancing the 9.0x60x75cm express® ld iliac / biliary stent through a 7fr. 10cm non-bsc sheath, resistance was encountered causing the stent to came off the balloon into the sheath.

Manufacturer narrative:
Age at time of event: "(B)(6)." (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an iliac angioplasty and stenting procedure, stent dislodgement occurred. While advancing 9.0x60x75cm express® ld iliac / biliary stent through an unspecified sheath, the stent came off the balloon in the sheath. The sheath was removed to retrieve the stent, another sheath was advanced and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the device was returned for evaluation. The device was received with the stent detached from the balloon. An examination of the balloon found a clear impression of the stent crimp. The balloon did not appear to have been subjected to any positive pressure. An examination of the stent found that the stent was flattened/compressed at various locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).